Event description:
Initially, the iab did not inflate fully. The iab was not returned to co for evaluation. The iab was used and then discarded by the facility. Event complications: unk, reported 3/5/97. Pt's current status: unk, rpt'd 3/5/97.